Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range shock impedance, greater than 125 ohms. The most recent measurement was 117 ohms. No noise was noted on the right ventricular (rv) channel. The high impedance alert was increased from 125 ohms to 150 ohms. The crt-d and rv lead remain in service and no adverse patient effects were reported.